Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other omnilink elite is filed under a separate medwatch MFR number.

Event description:
It was reported that during a femoral artery intervention, after stent implantation and balloon deflation, the omnilink elite stent delivery system met resistance and was difficult, but successfully removed from the anatomy, through the non-abbott sheath. This occurred with two different omnilink elite devices. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.